Manufacturer narrative:
No sample is available for the MFR to evaluate. A f/u report will be sent when investigation is completed.

Event description:
The event is reported as: alleged issue: "the tube has broken off from the funnel." No pt injury reported. Pt current condition is fine.